Event description:
The following was reported to hamilton medical ag: check settings. Technical event: 249004,249011,249013,249010. Rtc checked, still problem remains the same. Modes disabled. Need to enter the activation key. Error occurred during general checking. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).